Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
1 of 2 reports. Other mfg report number: 3013886523-2023-00057. A physician reported a certas valve (ID 823146) was implanted via v-p shunt on unknown date. It was used with bactiseal catheter (ID 823072). On unknown date, the patient developed eosinophilic meningitis. The patient is undergoing extracorporeal drainage. According to information provided, it is unknown if the valve and/or catheter failed, or if they were explanted.

Manufacturer narrative:
Unique device identification (UDI): (B)(4) or (B)(4). The bactiseal catheter was not returned for evaluation (as per customer, product not available) and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. However, the possible root cause for the issue reported by the customer, could be linked to the patient and hospital surroundings. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.